Event description:
It was reported that the customer's insulin pump had a permanent grey spot on the bottom of the screen. Her blood glucose level was 87 mg/dl. Her insulin pump was a replacement. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit received with black spot on lcd board, cracked case at display window corner, and cracked battery tube threads.